Manufacturer narrative:
The observed internal cannula tear is related to action #98586. Inspection of the soft cannula did not find it bent, kinked, or damaged. Corrosion was observed on the linkage assembly, mechanism rails, catch beam, pcba, commutator cap, and all three batteries. Multiple attempts to download the pods data were made, all we unsuccessful and all three batteries were observed to have lower than expected voltages. A leak test was completed due to the observed corrosion; fluid was observed to be leaking from a tear in the unexposed portion of the soft cannula. Due to this tear, fluid was unable to flow through the complete fluid path and was allowed to leak into the pod, causing the observed internal corrosion, lower than expected voltage batteries, and the observed data loss. During investigation, the ratchet retainer pins were observed to be dislodged, indicating the ratchet retainer pins were incorrectly installed. Due to the data loss, it could not be determined if this affected the pod during its runtime.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to, the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including, confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.7. Hardware: iphone17.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may, not align with the device configuration reported in this section as this data is pulled from, our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod, between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent.